Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (iol) was partially delivered into the patient's eye as it would not advance through the cartridge. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger component was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. Visual inspection under the microscope showed that the intraocular lens (iol) was stuck at the preloaded system lens cavity. One lens haptic was observed at folded position. There was no issue with the other haptic. The push rod tip overrode the lens. The condition observed was consistent with a unit that was handled during surgical process. The customer's reported complaint for iol partially delivered could not be verified. There is no evidence to suggest that the complaint sample was affected by the manufacturing process. No product deficiency was detected. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.